Event description:
It was reported that the jaws did not fully meet during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. The lower pivot pin is missing, and the upper dynamic jaw pin is cracked at the center of the pivot pin. Optical examination of the lower pivot pin hole identified material deformation around the hole, consistent with overload.